Manufacturer narrative:
The lens was found returned dry in a lens case/ vial with clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for the units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged. The problem was resolved. At the date of MDR submission, the lens has not been returned.